Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation shows that there really are incorrect etches and sizes in unopened packages. One cycle during manufacturing process was not carried out as intended. Regardless of correct and documented existing checking procedure, this condition was not detected by human error. (B)(4). CAPA (B)(4) has been opened to implement and document necessary corrective actions.

Manufacturer narrative:
Device was received on (B)(4) 2013.

Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: wrong implants in package. Femoral neck screws in packages should be part 473.080, lot. 5916720 but are etched with part 473.085, lot. 5916720. Fault was detected during storing the screws. No patient involvement.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.